Event description:
It was reported that product performance data was reviewed and classified as noise and inappropriate detection. It was further reported that the device detected an episode of monitored atrial tachycardia (at)/atrial fibrillation (af); however, the investigator classified the episode as sinus rhythm/paced rhythm. The right ventricular lead and device remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: 6725 crdm adaptor 2011 (B)(6); 4194 implantable pacing lead 2011 (B)(6); d224trk implantable cardioverter defibrillator 2011 (B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).